Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the surgeon noticed the screw was beginning to fray during insertion.

Manufacturer narrative:
This report will be amended when our investigation is complete.